Event description:
I had capsular contracture on my left side, and was moving the implant around in the pocket to try to make it more comfortable. I noticed after this that I started smelling a strange sickening chemical smell. I also had a chemical taste in my mouth that was persistent and I could not eat much as I had lost my appetite. Symptoms progressed to: feeling of weighted legs, especially on the side of the contracture, arm and hand numbness on same side and some pain, headaches, stinging eyes, stomach aches, body aches, pain when laying on one side for a while at night (waking me up), achy joints, loss of appetite, dizziness, liver, throat clearing, general malaise, plus arrhythmias / irregular heart beat / racing heart beat at times laying down or sitting, and chest pain. I went to the urgent care where they took my vitals. I was running a fever also. I had implants removed on may 1st. Symptoms subsided and I felt much better afterwards. FDA safety report ID # (B)(4).